Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station half height cubie drawer was failed and it was not detected on bus. The field service engineer (fse) had checked the network adapter settings for the communication sled and confirmed the internet portal (ip) address was correct. The fse also verified that the network cable was connected to the correct port and that the firewall was disabled. The issue was traced to a faulty communication sled. The fse replaced the communication sled on the station, after which all drawers were successfully recognized. Functionality was confirmed through testing. The system functioned as intended after the field service engineer repaired the device.